Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2023-01280; 341-12-710, s810 - loosening\s807 - pain, revision surgery. Note: although the item number does not appear to be the same, the referenced complaint is similar to the item description. Note: previous dticket was not available to verify the affected items. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery due to loosening of the tibial component.